Event description:
It was reported that the atrial lead showed high impedance. Interfering signals were noticed at electrogram. Patient had several af (atrial fibrillation) episodes. During lead extraction, lead fracture was observed. The lead was removed ad replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.